Manufacturer narrative:
(B)(4).the service engineer (se) verified the malfunction and replaced the inspiratory flow sensor.the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during inspection the 840 ventilator went into inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.